Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported the insulin pump made an odd sound. The customer has also been experiencing high blood glucose due to the blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also found the customer had two occurences of a new software release alarm. Customer's blood glucose was 180 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a constant alarm and the problem was isolated to the mother board. No blank display was noted. The functional testing could not be completed due to the constant alarms. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.